Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2019 from a healthcare professional who reported that the pump had a stall on (B)(6) 2019 without recovery. On (B)(6) 2019 the pump started spontaneously. The pump was turned to minimal settings and the patient was taken to the or (operating room) on (B)(6) 2019 for replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1319.8 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. It was unknown if the patient had recently had an MRI. The pump logs showed multiple motor stalls and recoveries since (B)(6) 2018. Per the reporter, the pump would be replaced at a future date. No patient symptoms were reported. No further complications have been reported as a result of this event.